Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the outer insulation and the outer conductor coil were melted. This type of damage is consistent with electro-cautery damage induced at the explant procedure. Due to the electro-cautery damage the lead was unable to be fully electrically tested. However, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture.

Event description:
Boston scientific received information that this pacemaker system exhibited no capture at 7.5 v on the right ventricular (rv) lead. The impedances were within normal range and the physician suspected the loss of capture was due to a lead position issue or micro dislodgement. Subsequently, a revision procedure was performed and this rv lead was explanted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.